Event description:
It was reported that no abnormity noticed during inspection of atrial lead prior to use. During the atrial lead implant procedure, physician tried to fix the atrial lead to right atria, however, tested parameters were always not ideal although physician made several attempts. After repeated attempts, the atrial lead tip could not be screwed out. Physician replaced the atrial lead with another of the same lead to the right atria successfully, tested parameters were well. Physician suspected the lead was with defect so could not be fixed well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.